Event description:
It was reported when using the bd¿ syringe with needle there was leakage. The following information was provided by the initial reporter. The customer stated: "the syringe was used to extract normal saline and leakage was found."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided lot number 2103169. All quality processes were carried out normally and no quality notifications or non-conformance material reports were issued during the production process for the final lot. During the production of an assembly component lot, one quality notification was identified that may have contributed to this reported defect. To aid in the investigation of this issue, a video of the affected sample was returned for evaluation by our quality engineer team. Through examination of the video, leakage could be observed through the plunger rod component. It has been determined that this incident resulted from damage to the barrel wall. That damage was produced during the marking process of the barrel in the assembly machine, due to a misalignment of the marking system. This issue was found during the production of the assembly lot and the segregation of the faulty product was not performed correctly by the operator in order for this incident to occur.

Event description:
It was reported when using the bd¿ syringe with needle there was leakage. The following information was provided by the initial reporter. The customer stated: "the syringe was used to extract normal saline and leakage was found."